Event description:
A customer contacted beckman coulter (bec) reporting a leak of an unknown volume coming from the right side of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse stated that the customer replaced the tubing at pv49 prior to his arrival. Pv49 in its normal state provides an open path for vacuum and diluent to pump pm8. The instrument generated pressure and vacuum errors after the tubing was replaced. The fse also found the teeth on valve vl49 were broken. The fse replaced the broken teeth and all tubing to pv49 resolving the leak along with the pressure and vacuum errors. Failure mode is related to a leak at the pv49. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).